Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 140 mg/dl at the time of the incident. Customer stated that alarm was occurred. The customer was assisted with troubleshooting for unexpected restart. Device will not return device for analysis.